Event description:
A customer reported that during preparation for intraocular lens implantation surgery, the ophthalmic system footswitch had a depleted battery and lost wireless pairing with the system. The surgeon attempted to re-establish the connection by changing channels and repositioning the footswitch to the opposite side of the system for charging and pairing. The device did not display a wi-fi signal. The footswitch was connected via cable, and the procedure continued. During the cortical cleanup phase, the surgeon experienced repeated fluctuations in anterior chamber stability. The chamber stabilized after increasing intraocular pressure. The procedure completion details have not been provided. There was no patient harm. Additional information has been requested. This complaint is pertaining the second of two reports received from the initial reporter.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected and additional information is provided in sections b.5, h.6 and h.11. The event codes a0705, a1305 and a1405 were removed. The event codes e0826 was added. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. There was no returned product on this investigation. Based on the information obtained, the root cause of the reported event is inconclusive. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation with the same event code. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is:(B)(4).

Event description:
Corrected information was reported indicating that the patient had fluctuations in chamber stability.